Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 04/07/2021.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that the female connector was separated from the main body of the transfer set. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. The second reported condition of a connection issue between the female connector and the patient line connector of the cassette could not be assessed as the physical device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body of a transfer set. It was further reported that the patient line of the cassette could not be disconnected from the female connector of the transfer set. This issue occurred after use for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.